Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? It was reported that ¿some of the staples had misfired.¿ does this mean that there were staples missing from the staple line? What was the shape of the deployed staples (b-formation, irregular, legs straight)? As it was reported that the device ¿hadn¿t created a complete seal,¿ does this mean that a leak was identified?

Event description:
It was reported that during an unknown procedure, the device was positioned and appeared to connect; however, when the device was removed it hadn't created a complete seal and some of the staples had misfired. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53j32. This was an anterior resection we used a curved cutter stapler to cross staple. The gun closed and was within the markers. When I took the safety catch of to fire the device it wasn¿t quite right. The prolene stitch cut through but there was not a proper crunch feeling so I was concerned. On inspection only part of the anastomosis had been formed with properly fired staples. The posterior segment was open. As we recognized this we redid the anastomosis using a further gun. That was fine. The analysis results found that the cdh33 device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No firing issues were noted during the device evaluation. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.